Event description:
After the operation of implantation, the surgeon did the test and found that the valve was leaking for unk reason.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.